Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported and questioned by the physician. A repeat of the same sample on an alternate instrument was negative. It is unknown if patient treatment was altered or prescribed on the basis of the elevated result. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is hm contamination. A siemens healthcare diagnostics field service engineer (fse) was dispatched to the site and performed appropriate decontamination procedures including replacement of the mixer assembly. A contributing cause of the hm contamination is user error. The account does not meet the tube manufacturer's recommendations for sample tube spin speed and duration. The IFU for dimension ctni flex reagent cartridge contains the following information: "follow the instructions with your specimen collection device for use and processing." And "specimens should be free of particulate matter." The instrument is performing within specifications. No further evaluation of the device is required.